Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived with the anvil loose inside the bag, but otherwise in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the instrument achieved a full firing stroke. The instrument was reloaded with staples, a new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
During a laparoscopic assisted colon resection, the device appeared to function properly. While performing a leak test the surgeon discovered an anastomotic leak. No pt consequence.